Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the nail holding screw got stuck in the nail holding adapter. The surgeon could not get the screw out. Had to use the universal extractor and make perfect circles using drill bit to implant screws.

Manufacturer narrative:
Evaluation summary: no deviations were found during review of the inspection documents (DHR). The item returned was documented as faultless prior to distribution. No discrepancies were detected during risk analysis review. No non-conformity identified; actions are in place. The event was caused by cold welding of mating parts. Based on received information in this case a required functional check had not been performed sufficiently prior to surgery. The case is attributed to an improper handling by the user.

Event description:
It was reported that the nail holding screw got stuck in the nail holding adapter. The surgeon could not get the screw out. Had to use the universal extractor and make perfect circles using drill bit to implant screws.